Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone # (B)(6). G4: PMA/510(k)#: one additional code applies; k230855 investigation summary: bd received three photos for investigation. The photos were evaluated visually and the customer reported defect of foreign matter was not seen. Additionally, 30 retained samples underwent visual inspection, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed foreign matter- suspected glass in the tube. There was no health impact or consequence reported.